Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer stated they received 3 failed battery test alarms with 3 new batteries. The customer's blood glucose at the time of the incident was 112 mg/dl. Troubleshooting was performed. No damage or corrosion was found in the battery compartment or battery cap. The customer tried one of the new battery she had tried before and received another failed battery test alarm. The customer stated she would go buy more batteries. The insulin pump will not be returned for analysis.